Manufacturer narrative:
The customer provides a photo that shows a "set, extension, 60", m/m, 1.7 ml, asv 50/bx" in the photo provided by the customer is not possible to see the defect. According to the photo provided by the customer, the complaint was not confirmed since the defect cannot be perceived. In case the sample was provided the complaint will be re-opened to evaluate the device and make the corresponding tests. A device history review was performed, and no non-conformances were observed. The affected sample was not returned.

Event description:
It was reported that the filter was leaking and ran out, which affected the patient who was receiving parenteral nutrition. It was noted that pain therapy was administered via two pumps in parallel, and that accessory or running rate problems could be ruled out. To resolve the issue, steps were taken to change the accessories, including using an octopus with and without a non-return valve, and the experiment was recreated in a similar form at the pharmacy. Additionally, it was mentioned that the patient was provided with a line with and without a filter for short-term replacement in an emergency by the home carer. The incident occurred twice in the patient's home. Medical intervention was needed twice. Due to data protection considerations, the customer specified that the incident in the patient's home took place in the osnabrücker-raum. The complaint currently concerns only two cables. For safety reasons, all lines from this batch that they still had have been quarantined. They are currently using this line with only one patient. Regarding the actions taken to address the problem, the customer noted that the patient is very attentive and trained in managing her therapies. When her t-shirt became wet, she reacted quickly and, with the assistance of the nursing staff, replaced the pain cassette. Replacement lines with and without filters were supplied, and accessories, such as octopuses, were varied. The pump performance was also checked. The patient is using two pumps simultaneously, and the customer indicated they are still investigating whether this could be a contributing factor to the fault.